Event description:
Lvad power spikes, consistently elevated power. Abnormal cardiac response to changes in device speed, unable to close aortic valve during ramp study. Worsening aortic valve insufficiency.